Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The distributor reported that the vial caps for the implants were broken/cracked upon receipt. There was no patient involvement.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 111. H6: investigation conclusions code was added: 4307. Zimvie received the reported implant/vial for evaluation. A visual evaluation was performed, the returned implant packaging was identified as reported. The outer vial's green cap was broken. The outer vial's tamper seal / ring was in a sealed condition. DHR review was completed for the subject lot number 1265453. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1265453 for similar events and 4 other relevant complaint(s) were identified. The customer did submit images for the reported event. The images showed the implant outer vials green cap was cracked. Based on the investigation and according to the CAPA, the most likely root cause determined from the investigation was inadequate design of cap and vial system. Therefore, based on the available information, a packaging malfunction did occur. The implant's green cap was cracked while the green caps tamper seal was intact. The reported event was confirmed. This is an ongoing issue which is currently being monitored and a CAPA has been opened to further contain affected products, evaluate potential root causes, and consider applicable corrective actions.

Event description:
No additional event information received at the time of this report.